Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Event description:
It was reported that during a mis decompression spinal surgery the flex arm broke during tightening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.